Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to lead dislodgement and perforation. After the lead fell out, the patient's vitals dropped and a pericardiocentesis was performed. Also, the procedure was terminated due to pericardial effusion had settled down. No new lead was implanted. No adverse patient effects were reported.